Event description:
The recipient reportedly experienced a displaced magnet from a MRI performed on (B)(6)2021. On (B)(6) 2021, the recipient underwent revision surgery. The recipient was reimplanted with another magnet. The explanted magnet was reportedly discarded and will not return to advanced bionics for analysis. The recipient is using the device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Correct bandaging protocol was reportedly used during the MRI. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.